Event description:
Patient underwent a surgical procedure earlier this month to place a gastrostomy tube. Balloon on device was successfully tested prior to inserting into patient. The device was inserted by the surgeon and the balloon was inflated once in the patient and was noted to be successfully inflated. Patient became unstable overnight and had a CT pulmonary angiography (ctpa) in the morning the next day. Patient had a pulmonary embolus and also noted to have a large amount of intraperitoneal free air. The patient was taken quickly back to the operating room to assess the abdomen. When the patient was transferred off the bed, the gastrostomy tube fell out of the patient and the balloon was deflated. The patient was noted to have tube feeding in the abdomen. The patient required an ICU admission following surgery.